Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2022, the patient's parent reported the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the abdomen. The patient experienced loss of consciousness and the reporter called paramedics. When paramedics arrived, the cgm was reading around 200 mg/dl and the blood glucose reading was 17 mg/dl. The patient was treated with an unspecified medication to treat low blood sugar and transported to the hospital for observation. The patient recovered after treatment. There was no documentation of further medical intervention or hospital admission. At the time of the report, the patient was at baseline. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.